Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 2.75 x 24 synergy¿ drug-eluting stent was advanced but was unable to cross the lesion as strong resistance was encountered. After the device was removed from the patient, it was confirmed that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.